Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last few days has had a lot of pain near the hip right by implant site and the implant site feels hot. Patient said that has not had any falls or trauma or heavy lifting, however did get in and out of a low car a few times over a few days. Patient went to the ER twice, first time on thursday night and said that it was so much pain that they could hardly walk. Patient was given pain medication and anti inflammatory and was sent on their way. Patient received hydrocodone and gabapentin. When asked, patient said hasn't made any adjustments to the settings. Patient notified managing physician's office and was directed to turn therapy off. Patient has turned stimulation off for about 36 hours and hasn't noticed a difference. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.